Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a minicap was found to be open on the side of the pouch. The product was not used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified the vertical seal did not have adhesive present. The reported condition was verified. The cause was determined to be manufacturing issue. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.